Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument had cutting issue and was found to have no blade. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument and completed the device evaluation. The vessel sealer extend instrument was analyzed and the complaint was not confirmed or replicated by failure analysis. A visual inspection did not reveal any damage. The blade was found intact. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cord was cut so a cutting test could not be performed. No product issue was identified.